Manufacturer narrative:
Results: from the lot number 4-07s, we can learn that the insturment in question was manufactured in 04/07. The insturment was manufactured in a lot of 320 pcs. And delivered to the distributor. Our computer system allows us to trace back until 1999 and relfects that, since then we have delivered a lot of this article to the distributor, without receiving a complaint of this nature. We checked our production documents, which prove that the right materials / components were used and that the instruments were manufactured in accordance with the production specifications. Performing a hardness test in the area of the fracture resulted in 53 hrc, what proved that the hardness is within the given range of tolerance of 50 - 58 hrc. On visual inspection of the insturment we could not find any noticable problems with this pair of scissors. Conclusions: the exact cause for the breakage cannot be conclusively determined. Based on our longterm experience as a qualified surgical instrument MFR, however, we assume that the breakge could be caused by overstressing the instrument or any kind of misuse. It is also within the realm of possibility that an impact to the scissors, when it for example was dropped to the floor or any heavier instruments were dropped onto it during cleaning and sterilization, resulted in the brekage. We wish to point out that provided the scissors are solely used in accordance to their purpose of cutting tissue, it is nearly impossible that the blade can break. Since our production documents indicate compliance with all specifications and since the trend analysis reflects no problem with this pattern, we feel that no corrective action has to be taken on our part.